Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nano¿ 2nd gen pen needle experienced a case of being unable to deliver insulin, and at least one case of being difficult to operate. The following information was provided by the initial reporter: consumer reported, when taking injection, no insulin flowed. Stated, sometimes she has to push really hard on plunger to get insulin to flow.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-mar-2022. H6: investigation summary customer returned 68 unused 4mm, 32 gauge nano pro pen needles from lot 1202206. 30 samples were inspected for defects. The samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the pen needles without issue. The returned pen needles were returned undamaged and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of high glucose levels. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd nano¿ 2nd gen pen needle experienced a case of being unable to deliver insulin, and at least one case of being difficult to operate. The following information was provided by the initial reporter: consumer reported, when taking injection, no insulin flowed. Stated, sometimes she has to push really hard on plunger to get insulin to flow.